Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (b)(64) 2013, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient had uncomfortable pain at the pocket. It was further reported that, while they did have coverage of both legs, even after multiple reprogramming sessions the patient still had a lack of coverage in their back. It was noted the patient had fallen a few times since implant but impedance testing showed that impedance values were within range. The patient met with the physician to consider having a pocket revision, or a pocket and lead revision performed, but they weren't sure if they wanted to have surgery, so the issue wasn't currently resolved. The issue occurred during normal use. The patient was alive with no injury. Additional information was received from a consumer regarding the patient. It was reported that the ins was relocated because it was in a very difficult spot for the patient to lie down and it was uncomfortable. It was also reported that the patient¿s evaluation wires were kept in when the permanent device was implanted; however, they were too short and the wires did not reach to the area of the patient¿s spine that needed stimulation. The ins was put farther over into the buttock area, and a longer wire was placed. The patient met with a rep in ohio the week prior to (B)(6) 2017 to readjust the patient¿s stimulator and the rep suggested the patient try adhesive discs because the patient was having trouble recharging her implant since it was relocated. It was noted that the patient notified the manufacturer before about the issues with recharging, but that the rep was new and did not know anything about it. The patient had trouble had troublelocating the ins with the recharger antenna. The consumer also noted that it was hard for the patient to hold the antenna in place, and when the patient did find the ins it was uncomfortable for her to hold it there for the whole time that it would recharge. It being difficult to lie down due to the ins location occurred since implant. The trouble locating the ins with the antenna and it being uncomfortable holding the recharger antenna in place began maybe a year prior to (B)(6) 2017. It was unknown when the wires being too short and not reaching the area that needed stimulation began. The manufacturer was first made aware of the issues the patient had with recharging probably four to five months prior to (B)(6) 2017. Adhesive discs were ordered. No further complications were anticipated.